Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of reported issue is traced to component failure indicating expected or random component failure without any design or manufacturing issue. However, a definitive root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited adhesive on bending section cover was detached. There was no patient involvement.